Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead had an alert high out of range shock impedance greater than 125 ohms. It was noted that the rise in impedance was gradual. The vector breakdown pointed to the issue being the rv coil. The plan was to monitor via the remote monitoring system. Lead remains in-service. No adverse patient effects were reported.

Event description:
Additional information was received that this right ventricular (rv) lead now also had an alert for high out of range pacing impedances. The lead remains in-service. No adverse patient effects were reported.